Event description:
Surgery date: (B)(6) 2009. A (B)(6) male underwent a procedure at l5-s via plif to treat lscs. It was reported that after completion of bone fusion, the patient underwent the second surgery to extend fixation level to cranial to treat adjacent vertebral disease on (B)(6) 2012 by dr (B)(6). During the surgery, the surgeon confirmed that right s1 setscrew was loosened and metallic debris was observed around the setscrew. Discoloration of soft tissue (seems to be metallosis) was also observed around the setscrew. The primary construct was removed, and a new construct was built (unknown level). No further complication is reported.

Manufacturer narrative:
A query of the entire complaint history of this part was conducted on (B)(4) 2012, which did not contribute any additional information to this investigation. (B)(6). (B)(4) second surgery. (B)(4) debris, metal shedding. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Films were supplied for review which found: on (B)(6) 2010 shows single plif at l5/s1 with metal interbody support. Rods, spacers and screws appear well positioned. On (B)(6) 2012 ap x-ray shows expansion to l3 with pedicle screws at all levels, crosslink between l4 and l5, the addition of plif spacers at l4/5 and a cage tlif at l3/4. Drain is seen in place. No evidence of failure or malposition and no reason for the revision is apparent. On (B)(6) 2013 ap x-ray shows extension of construct to t12 with removal of the capstone at l3/4 and the l3 and l4 screws. Position appears good for all components of the construct. Descriptors suggests interval infection and need for debridement and metal removal. Lateral view shows good position of construct with near bone on bone disc narrowing at l3/4. Sclerosis and cysts at this level are consistent with infection. On (B)(6) 2013 further revision now shows extension with iliac screws and revision across l3 and l4 with reintroduction of pedicle screws at this level and metal removal down to l2. Interbody spacers remain at l4 and l5. Lateral view shows further degeneration and disc space collapse at l3/4.